Event description:
Reporter indicated a vns pt presented with high lead impedance on both a system and normal mode diagnostic. The pt has experienced an increase in seizures and reports the magnet does not stop the seizures. The pt's pre-vns seizure activity level is unk. The pt has not manipulated the device, or experienced any trauma that could have caused or contributed to the high impedance. X-rays were reviewed by the MFR. A suspected lead discontinuity was visualized below the negative electrode and an acute angle was visualized below the positive electrode. The pt underwent vns therapy system replacement surgery. The pt has denied the MFR access to the explanted products; therefore, a product analysis will not be performed. Good faith attempts to obtain add'l info have been unsuccessful to date.

Manufacturer narrative:
MFR reviewed x-rays. A suspected lead discontinuity was visualized. Device malfunction is suspected, but did not cause or contribute to a death.